Event description:
It was reported that the patients spinal cord stimulator (scs) lead had high impedance resulting in not getting adequate pain relief. The patient underwent a lead replacement procedure. The explanted device was not returned as it was kept by the medical facility.